Event description:
It was reported that the device could not be interrogated and exhibited back-up mode, along with output, sensing, capture, and telemetry anomalies after being scanned at the airport. The last known measured battery voltage was 2.72 v in june 2006.